Manufacturer narrative:
This report is for four unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent removal of hardware due to a non-union and loosening of the variable angle locking screws at the end of the plate. Bone biopsy and temporary external fixation were performed due to non-union of a left distal femur fracture. One (1) variable angle (va) locking compression plate (lcp) curved condylar, four (4) unknown 5.0mm va locking screws and four (4) unknown 4.5mm cortex screws were initially implanted on (B)(6) 2018. The patient was noted by the physician to be obese and non-compliant due to unadvised weight bearing on the affected side. Bone biopsies were taken to determine presence of infection. The implanted devices were removed. It is unknown if there was a surgical delay. Procedure outcome is unknown. There was patient consequence reported. Concomitant device reported: variable angle (va) locking compression plate (lcp) curved condylar plate (part #: 02.124.413, lot #: unknown, quantity #: 1), unknown 4.5mm cortex screws (part #: unknown, lot #: unknown, quantity #: 4). This report is for four (4) locking screws. This is report 1 of 1 for (B)(4).